Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd). Also, this device longevity dropped from 3 years to 6 months in a span of a month. Data analysis showed that the battery diagnostic data indicates the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. Device replacement was recommended. To date, this device remains in service. Additional information indicated that this device was interrogated showing 7 months to elective replacement indicator (eri). This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd). Also, this device longevity dropped from 3 years to6 months in a span of a month. Data analysis showed that the battery diagnostic data indicates the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd). Also, this device longevity dropped from 3 years to 6 months in a span of a month. Data analysis showed that the battery diagnostic data indicates the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. Device replacement was recommended. To date, this device remains in service. Additional information indicated that this device was interrogated showing 7 months to elective replacement indicator (eri). This device was explanted and replaced. No additional adverse patient effects were reported.